Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had botox treatment 2 weeks ago tuesday and when they turned the therapy back on, they can't feel any stimulation even though they've gone up to "5". T reason for getting botox is that they were not getting a 50% reduction in symptoms as of a couple years ago. Patient states since getting botox, their symptoms have slowed down a little bit and they can hold it a little more. They confirmed they are feeling an improvement with symptoms. Reviewed that it's unknown if botox has anything to do with not feeling stimulation but to follow up with doctor to have device checked. Reviewed that the patient can leave stimulation at a higher level as long as it's comfortable and seems to be helping. The patient was redirected to their healthcare provider to further address the issue.